Event description:
The customer reported that the device unexpectedly shutdown while in use on a pt.

Manufacturer narrative:
The customer reported that the device unexpectedly shutdown while in use on a pt. The users switched to a different defibrillator and delivered therapy. The pt was resuscitated and transported to the hosp. The device was evaluated locally by a philips rep. It was determined that an insufficiently charged battery was the cause of the unexpected shutdown. Replacing the battery resolved the reported symptom. We are considering this as a user misunderstanding regarding the use of a fully charged battery and not a malfunction.